Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported by the patient that they were hospitalized due to "no one following up" with the patient's patient electronic system readings. Additional information was requested but has not been provided by the healthcare provider.